Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that the transmitter was not blinking when connected to the sensor. During troubleshooting, the customer reported that his blood glucose was high at 400 mg/dl. Customer stated that he had surgery and was in a lot of pain and having a hard time keeping his blood glucose level down. Customer was advised to change the transmitter and call back if issue persists.